Event description:
The customer reported the system was slow responding to button presses and then locked up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The boards were reseated and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.